Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - low ef, no history vt/vf (scd-heft)/ spinal pain. It was reported that the ipg was very loose inside the pocket. Adaptive stimulation settings not maintained because the battery continued to move. The rep reset as settings twice. Second reset showed battery able to move perpendicular to the patient's body. Patient previous to implant lost a significant amount of weight as mentioned by the patient. As settings were reset on december 5th. Patient scheduled to see hcp for x-ray to verify if ipg is flipping. If it's verified that ipg is not flipping then patient will simply manually adjust stim settings as needed. If it's flipping then surgical intervention will be discussed. No further complications were reported/anticipated.